Event description:
It was reported that the patient had a spinal cord stimulator (scs) system that was not working. The patient did not know if his stimulator battery was discharged or overdischarged and did not want to find out. A manufacturing representative (rep) offered to interrogate but the patient was not interested.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).